Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of been hospitalized due to high blood glucose caused by kinked cannula. Customer reported that buttons were difficult to press when battery was low and insulin pump did not always respond to battery change. Customer also reported that display screen was cloudy with rainbow affect. Several attempts were made to contact customer regarding further hospitalization information. Customer could not be reached.